Event description:
It was reported that the patient was reportedly receiving lasix on a syringe pump. It is common to infuse lasix, labetelol, and sodium bicarb on the syr pump to prevent fluid overload. The patient used the syr pump as a support to assist with standing, inadvertently applying pressure to the top of the syringe and self-administering a bolus of approx. 200mg of lasix. There was no reported patient harm, the patient was stable. The clinicians stated it would be safer if the syr pump could lock so that the syringe head cannot be inadvertently pushed down. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion (lasix) was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was reportedly receiving lasix on a syringe pump. It is common to infuse lasix, labetelol, and sodium bicarb on the syr pump to prevent fluid overload. The patient used the syr pump as a support to assist with standing, inadvertently applying pressure to the top of the syringe and self-administering a bolus of approx. 200mg of lasix. There was no reported patient harm, the patient was stable. The clinicians stated it would be safer if the syr pump could lock so that the syringe head cannot be inadvertently pushed down. Although requested no additional information will be provided by the customer, no devices will be returned.